Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high threshold and high impedance. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.